Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized on (B)(6) 2022 due to high blood glucose. Customer's blood glucose was 500 mg/dl and the current blood glucose was 179 mg/dl. Customer treated high blood glucose with insulin pen. Customer stated symptoms related to high blood glucose that were tiredness, stomach ache and headache. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer alleged that the insulin pump was under delivering the insulin. Customer did not tested positive for ketones. Customer stated that the insulin pump had multiple pump error alarms. Customer was able to clear and rewind the insulin pump. The self test was passed. No further patient complications were reported. Troubleshooting was performed, the customer will continue the use of device.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022 the customer was hospitalized for high bg's. Pump error 49, pump error 68 and possible under delivery anomaly in the customer notes. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at (B)(4). No under delivery anomaly or bolus anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the pump trace download. Reviewed the formatted history file. There was battery removed alert, time rest alarm, pump error 68, pump error 49, and pump error 23 noted on the event date. (B)(6) 2022 10:38:38.000 batteryremoved systemtime = (B)(6) 2022 10:38:38.000. (B)(6) 2009 00:00:15.000 timereset newsystemtime = (B)(6) 2022 10:38:38.000. (B)(6) 2022 10:38:41.000 alarmalertnotification faultnumber = trace check error (68). (B)(6) 2022 10:38:41.000 alarmalertnotification faultnumber = history pointers bad alert (49). (B)(6) 2022 10:39:23.000 alarmalertnotification faultnumber = history pointers bad alert (49). (B)(6) 2022 10:39:50.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23). During testing, the test battery was removed and reinserted with no time rest event, pump error 68, pump error 49, and pump error 23 noted. The pump was also monitored for 2 days with no time rest event, pump error 68, pump error 49, and pump error 23 noted. Per r&d engineer freger, mark<mark.freger@medtronic.com> after aa was removed, the user pressed back key for 7 sec then released it and pressed it again ¿ the pump was shutdown by the hardware without performing the safe shutdown. So, the pump lost power without the safe shutdown. Since the safe shutdown was not completed the ram content was not saved and this was the reason for generating pe68,pe49,pe23 when the pump restarted after aa battery was installed. Please see below for the bolus listed in the formatted history file on the event date. (B)(6) 2022 05:12:20.000 normalbolusdelivered normalbolusamountprogrammed = 2.3 bolusamountdelivered = 2.3 there was no auto suspend noted on the event date. Please see below for the user suspended listed in the formatted history file on the event date. (B)(6) 2022 19:18:55.000 insulindeliverystopped reasonforinsulindeliverysuspension = user suspended. (B)(6) 2022 19:17:54.000 alarmalertnotification faultnumber = no delivery (7) - during prime. Device passed the functional testing. Unable to confirm alleged high bg's. Pump error 49, pump error 68 and possible under delivery anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.